Manufacturer narrative:
Correction: section h imdrf annex c & d and section g PMA / 510(k)#.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the apex new orders were not crossing over to pyxis and plx. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the order was failed to cross over the station. A technical support specialist provided an update regarding the issue where new orders were not crossing to the pyxis and plx systems. This behavior was identified as expected due to ongoing server patching and upgrade activities. During these activities, the servers experienced a temporary downtime, which prevented real-time data transmission to the integrated systems. Confirmed that all order data was securely stored during the downtime and that data synchronization would occur automatically once the servers were fully restored. It was further identified that the affected devices were not set to critical override. Technical support specialist placed the devices into critical override mode, which resolved the issue. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the apex new orders were not crossing over to pyxis and plx. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction : e4.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the apex new orders were not crossing over to pyxis and plx. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.